Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose unknown at the time of incident. The customer reported the reoccurring alarms for the last three months, however three batteries where used within the last 24 hours. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. No unexpected replace battery now alarm noted. However, unexpected replace battery alarm noted in the insulin pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.